Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient in clinic for follow-up after being unable to pair an - rf - merlin@home transmitter. The patient had not had any recent interrogations or hospital procedures. Review of session record revealed an radio frequency internal error had occurred. A device download was performed and rf telemetry confirmed to be available. The patient would be monitored with routine follow-up.